Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery compartment was damaged and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2: date of submission 12/20/2016 correction to serial #.

Manufacturer narrative:
Follow-up # 1 date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: a review of the pump¿s black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked and there was corrosion observed inside the compartment. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was moisture damage found on the printed circuit board (pcb). The battery cap was not returned with the pump and a test cap was used to complete the investigation. The pump was exercised for 24 hours with no loss of power occurring therefore the initial complaint about a power issue could not be duplicated during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.